Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient." No patient injury/harm reported. Patient condition was reported as "fine".

Manufacturer narrative:
Qn # (B)(4). UDI#: (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the first three staples were observed to be misaligned. The stapler was returned with 39 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. Upon functional inspection, it appeared that the misalignment of the first three staples prevented the remaining staples from firing correctly. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, four staples fell out of the device. The fifth staple fired properly. No further attempts were made at firing the device. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.